Event description:
Customer reports having a reaction to suture one day following lipoma excision on the buttocks. Event was noted upon removal of bandages. The surgeon removed skin sutures from the surgical site in 2006 one day earlier than normal practice. The patient went to emergency room three days later and underwent local wound debridement and drain placement.